Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing a possible allergic reaction to the metals in the implants.